Event description:
Patient is participant in (B)(6) study. Patient had left knee instability and had eua (examination under anaesthesia) / manipulation. Left knee on 14 may 2014.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding limited rom involving a x3 triathlon cs insert was reported. The event was confirmed. Device evaluation and results: not performed as no items were returned. Medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. Device history review: confirmed all devices accepted into finished goods conformed to specification complaint history review: indicated there was 1 other event reported for the manufacturing lot. The event was not related to this investigation. A review of the provided medical records by a clinical consultant indicated ..."the pi as submitted does not have enough information to evaluate whether the device contributed to the complaint as submitted (pre op planning and segmentation as well as postop x-rays and reason for the inquiry are required for adequate evaluation)." No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Patient is participant in shapematch study. Patient had left knee instability and had eua (examination under anaesthesia) / manipulation. Left knee on (B)(6) 2014.